Event description:
Hill-rom received a complaint on one of its excelcare bariatric bed frames alleging the CPR function was not working. A hill-rom service technician performed an investigation, determined the CPR handle has a loose screw and out of adjustment. The technician tightened the loose CPR handle screw and adjusted the CPR assembly to return function. Hill-rom is reporting this malfunction incompliance with 21cfr803.3 where this failure mode was involved in an adverse event on (B)(6) 2009 indicated in MDR 1045510-2009-00021.